Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they needed a refresher course on how to use the patient programmer to check therapy status. Agent reviewed steps to connect to ins and determined therapy was turned off. Patient stated they had no idea how it got turned off but the therapy was not working for them for a while. Patient had thought maybe it was because it was new and they were getting used to it but they knew something was not right. Agent discussed possibility that patient may have turned therapy off accidentally and reviewed how turn therapy back on and adjust amplitude to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms.